Event description:
Novasure ablation following a tubal ligation in 2013. Severe pain and cramping followed that progressively got worse. Nine years later diagnosed with post ablation tubal sterilization syndrome and required a hysterectomy. Pathology report shows chronic cervicitis with squamous metaplasia, fibrosis of endometrium with collections of stromal histocytes, endosalpingiosis, fallopian tube nodules and full thickness of endomyometrium. Ultrasounds and pap smears showed no abnormalities since ablation. FDA safety report ID # (B)(4).